Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted computed tomography (CT) images could not confirm the reported event of an external compression between the outflow graft and outflow graft bend relief. Additionally, review of the submitted log files could not confirm the reported event of low flow alarms. A specific cause for these events could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported event of elevated lactate dehydrogenase (ldh) and plasma free hemoglobin could not be conclusively established. The submitted CT images reportedly captured the outflow graft before and after stenting. Review of the images could not confirm the reported event of an external compression between the outflow graft and outflow graft bend relief. The system controller event log file contained events from (B)(6) 2023, per the timestamps. The system controller periodic log file contained data from (B)(6) 2023 through (B)(6) 2023. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The heartmate 3 lvas IFU, rev. C, is currently available. This IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 4 of the IFU, ¿system monitor¿, explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm. The IFU notes that changes in patient condition can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is also available. Section 5, "alarms and troubleshooting", outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Event summary: it was reported that while the patient was admitted for a planned colonoscopy, a review of their lab results revealed a lactate dehydrogenase (ldh) was near 1000 unit/l. Plasma hemoglobin results from the previous two days were 13 and 22 mg/dl respectively. The elevated ldh was treated with heparin. A computed tomography scan (CT) with contrast was performed the evening of (B)(6) 2023, where significant outflow graft obstruction was found. This was likely within the bend relief near the outflow cannula of the pump. Whether this obstruction is intrinsic or extrinsic was unclear. The computed tomography results suggest at least 75% of the annulus within the bend relief was obstructed. A review of the log files revealed only persistent pulsatility index (pi) events on (B)(6) 2023 from 0039 to 0707. Other than the obstruction in the bend relief, the rest of the outflow graft appeared patent. The patient has noted that they have low flow alarms when they lay on their left side. An outflow graft stenting was scheduled for (B)(6) 2023.